Event description:
The hcp reported the patient was experiencing fatigue, pain, stiffness, tingling, diarrhea, tremors, dizzness, depression, decreased balance, and decreased coordination. The hcp treated the patient with "strategies for energy conservation", solumedrol and a prednisone taper, a urine culture to rule out a urinary tract infection, and a change in the intrathecal medication dose. The patient outcome was not reported. The patient is to return to the clinic for a follow up check.